Event description:
It was reported that pump declared altitude alarm 21, and customer had previously experienced similar issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer did not have backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed pump was in warranty, arranged replacement pump shipment, and instructed customer to place affected pump in storage mode, return it within required timeframe, and then program pump settings and reconnect continuous glucose monitor on replacement pump.